Event description:
It was reported by mother that the patient was taken to the emergency room (ER) hypoglycemia and having a seizure. The patient was treated with intravenous fluids and released from the ER after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.